Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while the user attempted to advance a 5f mynx control vascular closure device (vcd) through the unknown sheath, the outer sleeve of the sealant struck the sheath hemostasis valve, causing it to split. As a result, it became difficult to fully insert the device. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). A 5f non-cordis sheath was used. The user is mynx certified. The device will be returned for analysis. Addendum: product analysis demonstrates that a sealant prematurely exposed state was observed.

Manufacturer narrative:
As reported, while the user attempted to advance a 5f mynx control vascular closure device (vcd) through the unknown sheath, the outer sleeve of the sealant struck the sheath hemostasis valve, causing it to split. As a result, it became difficult to fully insert the device. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). A 5f non-cordis sheath was used. The user was mynx certified. A non-sterile mynx control vcd, 5f involved in the reported complaint was returned for investigation. The visual inspection of the device showed that buttons 1 and 2 were not depressed, and the stopcock was found in the open position with a syringe attached. The sealant was exposed at the distal end in its manufactured position due to frayed/split/torn conditions observed to the sealant sleeves. The sheath used with the unit was not returned for this evaluation. No additional anomalies were observed during this analysis. A dimensional analysis was not performed due to the conditions observed to the sealant sleeves. An insertion/withdrawal functional test could not be performed due to the conditions observed to the sealant sleeves. However, functional testing was executed due to the premature exposure of the sealant. After obtaining the adequate tension indication, both buttons were depressed, achieving the deployment of the sealant and the retraction of the balloon, showing no traces of any malfunction related to possible deployment difficulty. A magnified visual analysis of the sealant outer sleeves was executed. During this analysis, it was concluded that the sleeves presented frayed/split/torn conditions. Additionally, premature exposure of the sealant was observed at the distal portion. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.